Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a defective power unit. The lamp did not turn on due to failure of the power unit. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The procedure was completed using a different device.

Event description:
The customer reported to that the evis exera iii xenon light source failed during a procedure. There were no reports of patient harm associated with this event. An olympus medical service technician performed a service visit. During the service visit, the complaint was confirmed and the light source did not work and the lamp did not light. The power supply unit was replaced, the firmware was upgraded, the base of the light source was replaced and the device was cleaned. After servicing and cleaning, the device was found to functioning according to specifications. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.